Event description:
It was reported that the patient presented for follow up with a right ventricular lead that exhibited loss of capture. No interventions were reported. Further information was requested, but not received.